Event description:
It was reported that the patient experienced recurrent incontinence due to tissue atrophy; therefore, underwent an artificial urinary control system (aus) revision surgery. The existing aus components were explanted and replaced with a new aus. The patient was reported to be in good condition following the revision surgery.

Manufacturer narrative:
The device is not available for analysis and there was no report of device performance allegation. Based on the information available, the reported patient symptoms of atrophy and urinary incontinence are known risk associated with this implant, and are indicated as such in the device directions for use (IFU).